Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has gas loss in iab circuit. A maquet balloon was used but it has been discarded. The patient was also switched to another iabp. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: event site postal code: (B)(6). A getinge fse was dispatched to evaluate the unit. The fse was unable to reproduce the reported issue. Fault suspected to be caused by improper usage of iabp. Performed system checks and calibration. The iabp was then released and cleared for clinical service.